Event description:
While attempting to confirm proper positioning of a double lumen endotracheal tube with a disposable bronchoscope, it was noted bronchoscope appeared to be stuck while through ett. The bronchoscope was inserted slightly further and then pulled back. There was a loss of resistance but on withdrawal it was noted the scope was broken with exposed wires. A new bronchoscope was inserted and the distal tip of previous broken bronchoscope was found in right middle lobe bronchus. Procedure was proceeded. At the end the surgeon went in with forceps and removed the broken tip easily. There was no sign of trauma of any sort to the airway, and the piece came out without resistance.

Manufacturer narrative:
The device was returned for investigation. We are able to verify the reported failure, the tip of the scope had broken, from the returned sample. Based on the investigation result, we are able to conclude that the tip of the scope was broken as per the reported failure due to the bending section of the scope not being in a straight (neutral) position, which resulted in excessive force being applied in order to remove the scope as the distal end was hooked to the tube. Ambu production and qc performs 100% visula inspection on each ascope 4 broncho slim and the scope was verified in good condition prior to shipment. Quality alert has been sent to industrial engineering, quality control and production to alert them on this market complaint.